Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners, reservoir tube lip, battery tube threads and minor scratched display window.

Event description:
Customer reported that the insulin pump may not have been delivering insulin properly. Customer reported that the delivery issues seemed to occur when the reservoir was filled with 120 to 140 units of insulin. During troubleshooting, the customer received an off no power message on the insulin pump. Customer reported that after replacing the battery, the display flickered and would not stay on. Customer was not able to get the display to return permanently. Customer reported having a blood glucose level over 500 mg/dl at the time that the issue occurred. Blood glucose level was 124 mg/dl at the time of the call. No further information was provided.